Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image shows the grips bent severely. There¿s no additional damage to note from this angle.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the force bipolar instrument's jaws got dislodged and didn't close so, the surgeon asked to change the fb for another one. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or unusual conditions were observed. During the surgical procedure, the instrument did not collide with other instruments or hard materials to the surgeon's knowledge. No fragments fell into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 2mm offset at the tips. The grips were not found to have cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.